Event description:
The tps micro driver was sent for service and it ran in safe mode during performance testing conducted at the manufacturer. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the contact pins are burnt, and the black wire is broken off the flexstrip. Corrosion damage was noted within the internal components of the device.